Event description:
The customer states that patient samples processed using an architect c8000 analyzer generated questionable results. The customer then retested chemistry qc panels and found that qc results were out of acceptable range for several assays. One patient generated a falsely low sodium result of 111 mmol/l and yielded a repeat value of 135 mmol/l. A low serum magnesium result of <0.6 meq/l was also generated which is flagged as below linearity of the assay. A repeat test produced the same result of <0.6 meq/l. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). Other concomitant products: cc magnesium ln 7d70-20 lot # unk an investigation is in process. A follow-up report will be submitted when the investigation is complete.